Event description:
In review of published literature, these findings were noted: min bao, ph.d., hongyin li, m.d., guangyu pan, m.d., zhonghua xu, m.d. And qingyu wu, m.d., "central shunt procedures for complex congenital heart diseases", j card surg 2014;xx:1-5 published online 2014, doi: 10.1111/jocs.12343. Between april 2004 and november 2012, total 110 patients (median age,11months;median weight, 9kg) with the complex congenital heart diseases were treated with the gore-tex grafts in the shunt operation, the graft size was determined primarily based on the patients' body weight prior to the operations. The article describes one patient with pulmonary artery atresia, ventricular septal defect, and severely hypoplastic native pulmonary arteries (diameter 2mm) without patent ductus arteriosus or major aorta-pulmonary collateral arteries experienced continuous low o2 saturation and suffered an acute shunt occlusion at day 15 post operation and died after a second shunt operation. The author does not indicate a reason for the death.

Manufacturer narrative:
No further information is available.